Event description:
It was reported by the biomedical engineer that he observed the "atrial plug not holding wire." The cable receptor was stripped, and the cable would not attach. The epg (external pulse generator) was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the report that the cable receptor was stripped. Analysis confirmed the report that the atrial plug was not holding the wire; a piece of paper was found inside the atrial output connector and no cable would be able to be fully inserted into this connector. Upper and lower cases, side bail covers, ring cover, and battery drawer are broken. One side bail and ring are missing.